Manufacturer narrative:
(B)(4). This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2130 on a homechoice (hc) device during drain 4 of 5, patient connected, indicating that the device has delivered more than 30 ml in excess of the programmed volume. The baxter technical service representative (tsr) assisted the home patient (hp) to clear the alarm after which the hc alarmed with se2446. The tsr initiated a swap of the device. The hp will contact the nurse to program the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice cycler was evaluated by the largo product analysis lab (pal). The reported condition of a system error (se) 2130 alarm was confirmed in the device logs, but was not duplicated during pal evaluation. The assignable cause was undetermined. Pal recommended scrapping the digital printed circuit board. The device was sent to servicing.